Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (trunk connector broken) has been confirmed. Upon evaluation the trunk cable connector was damaged and several wires were cut (yellow and black). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
An (B)(6) male patient contacted zoll customer support to report that his electrode belt connector was broken. The patient was issued a replacement electrode belt.